Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of one (1) years, 10 months due to one leaflet appeared to be immobile with severe mitral stenosis and regurgitation. The patient tolerated the procedure and was taken to the pacu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Suture looping and chordae entrapment can also lead to stenosis and regurgitation. Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction. Chordae entrapment is most often related to patient and/or procedural factors, and is not a result of a device malfunction or manufacturing non-conformance. Additionally, mitral model instruction for use (ifus) provide cautions/warnings regarding the potential for suture looping and leaflet entrapment occurring during surgical procedures. Leaflet impingement by chordae or other sub-valvular apparatuses does not indicate product failure with regard to design or reliability. Complaint of leaflet immobility was unable to be confirmed by the operative report; however, complaint of stenosis and regurgitation was confirmed. The root cause of this event cannot be conclusively determined with the available information. However, the most likely cause of the reported leaflet immobility is entrapment/impingement due to patient and/or procedural factors. An edwards defect has not been confirmed. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - clinical code).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of one (1) years, 10 months due to one leaflet appeared to be immobile with severe mitral regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter valve without complication. The patient tolerated the procedure and was taken to recovery.